Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported temperature issue and subsequent cancellation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2020-00197. When attempting to start the simplicity iii therapy with the generator, an error occurred and therapy could not start since the temperature did not rise quickly enough. The grounding pad was attached correctly at the recommended distance. The procedure was cancelled as the issue could not be resolved.